Manufacturer narrative:
The reported malfunction was observed and attributed to foreign substance found on the manifold, connector plate and transducer meshes. The manifold, connector plate and the meshes were replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.